Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service vent. [Depot repair];[fault desc : showing "module error" came up with a screen staff have never seen before, then screen went red and showed module error]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: unique identifier (UDI) # annex b: b21 annex c: c21 annex d: d16 additional information: remedial action required, remedial action # annex a: a040502 annex b: b01 annex c: c0601 annex d: d15 annex g: g02017

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[fault desc : showing "module error" came up with a screen staff have never seen before, then screen went red and showed module error]. There was no reported patient involvement.